Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular pace impedance measurement has steadily increased throughout the record with the initial min/max values of 576/592 ohms and the final readings of 8208/8448 ohms.

Event description:
It was reported that the right ventricular lead impedance had increased to 3000 ohms. The left ventricular lead threshold was reported as 6v. The physician decided to add a pace-sense lead and not to replace the right ventricular lead. No patient complications have been reported as a result of this event.